Event description:
The customer reported his insulin pump over delivered insulin, which caused him to loose control while driving, and caused him to crash. The customer stated that the ambulance came and tested his blood glucose and that his blood glucose was low. The customer stated that he gave himself two boluses prior driving. The boluses did not appear in the bolus history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.